Manufacturer narrative:
The patient has had chronic diarrhea and other symptoms for three years, but is now recovering. On (B)(6) 2019 the patient had the following test results: ft3 = 3.0 pg/ml, ft4 = 1.6 ng/dl, tsh = 1.320 uiu/ml, gh = 0.64 ng/ml, prolactin = 16.20 ng/ml, acth = 8.3 pg/ml, lh = 1.3 miu/ml, fsh = 1.9 miu/ml, aldosterone = 153.7 pg/ml, estradiol = 5.0> pg/ml, active renin concentration = 4.4 pg/ml. On (B)(6) 2019 the patient had the following test results: bun = 10.3 mg/dl, creatinine = 0.55 mg/dl, chyle = (-), hemolysis = (-), jaundice = (-), egfcreat = 104 ml/min, acth = 1.5> pg/ml, cortisol = 3.61 ug/dl.

Manufacturer narrative:
The customer's sample was not available for investigation. A general reagent issue can be excluded. Qc was within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The correct unit of measure used for the acth test has been confirmed as pg/ml. It has also been confirmed that the sample was tested on a cobas 8000 e 801 module and not a cobas 8000 e 602 module.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant high result for one patient sample tested with elecsys cortisol ii on a cobas 8000 e 602 module. The value was reported outside of the laboratory. The cortisol value of the sample was high and did not correlate well with the acth value of the sample. The patient did not take medications containing steroids. The cortisol result of the sample was 35.40 ug/dl. The acth value of the sample was 8.3 pmol/l. The serial number of the customer's e 602 analyzer was requested, but not provided.